Event description:
It was reported that the patient experienced pain at the incision site that wrapped around the stomach following the implant procedure. The physician suspected epidural hematoma, which was believed to be not directly related to the device. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: 818098. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI) #: (B)(4).